Event description:
It was reported that the pt had surgery to revise their lead which had shown high impedances. The neurostimulator was also replaced. Add'l info was requested.

Manufacturer narrative:
(B) (4).